Manufacturer narrative:
(B)(4). The pump alarmed external flash crc error during the self test, problem isolated to the mother board. Pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error; the device settings were erased and restored to their factory settings. The patient's blood glucose at the time of incident was 380 mg/dl. The patient treated via bolus and his blood glucose decreased to 75 mg/dl. During troubleshooting for the external flash error. The insulin pump failed the self test. The customer was advised to revert to their medically prescribed backup plan. The insulin pump was returned for analysis.